Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a 38mm x 52mm walled-off-necrosis (won) during an endoscopic ultrasound (eus) guided axios stent placement procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not open after being deployed. The stent was attempted to be removed; however, resistance was encountered while retrieving it through the scope. Consequently, the physician opted to fully deploy the stent to facilitate removal of the catheter from the scope. The fully deployed stent was then later push out of the scope and a different axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Additional information received on january 08,2025. It was reported that the stent was removed together with the scope which was later pushed out of the scope after removal. It was noted that during the removal there was resistance for it to come out which may be due to the stent opening up inside the scope. This was later pulled out by pushing the catheter which damaged the stent completely proximally and the catheter was bent. It was also reported that the device is no longer available for return as it was contaminated and had to be discarded immediately.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block b5 has been updated with the additional information received on january 08,2025.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a 38mm x 52mm walled-off-necrosis (won) during an endoscopic ultrasound (eus) guided axios stent placement procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not open after being deployed. The stent was attempted to be removed; however, resistance was encountered while retrieving it through the scope. Consequently, the physician opted to fully deploy the stent to facilitate removal of the catheter from the scope. The fully deployed stent was then later push out of the scope and a different axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.